Event description:
It was reported that this right ventricular lead exhibited noise, oversensing, loss of capture and low within range pacing impedance measurements on the right ventricular channel. Further evaluation of the patient and a potential lead revision were discussed. This lead remains in service. No further adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).